Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified bd tube underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue".